Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd driver. The insulin pump was unable to perform self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the reservoir compartment had crack. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.